Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the plug driver was fractured. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2022-00195.

Event description:
It was reported that a polaris 5.5 screwdriver stripped and the tip of a plug driver fractured off intra-operatively. The fractured tip was retrieved and backup drivers were used to complete the procedure. There were no patient impacts. This is report two of two for this event.